Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to have decreased in fiber vaporization efficiency at 214,947 joules used. The procedure was completed with turp. There was "no damages to the patient."